Event description:
It was reported the pt had been experiencing difficulties initiating a communication between the ipg and both the charging system and the pt programmer and the pt is no longer feeling stimulation. The pt reported she went through a metal detector a week prior to losing stimulation. Additionally, the pt mentioned she experienced a fall and has bumped her ipg on the counter a few times. The pt also mentioned the ipg getting warm a few times. A replacement pt programmer and charging system did not resolve the issue. Surgical intervention is pending to address the issue.

Manufacturer narrative:
This ipg serial number is included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.